Event description:
On 01apr2022 the customer reported that on (B)(6) 2022, delayed patient testing occurred, leading to delay in results and diagnoses for multiple assays involving the laboratory's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4)). The customer reported the delay was approximately six (6) hours. The customer did not disclose the number of patients whose diagnoses and/ or treatment were affected. There was no report of an injury or illness to the patient attributable to the output from the device in this event. System performance indicators such as system check, calibration and quality control were not available for review. The customer reported bulk feeder motion errors on the dxi system. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The full patient identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. He found a bulk feeder motion error. Fse noticed the reaction vessels (rv) pusher cylinder moving back and forth quickly then erroring. Fse checked sensor status but sensor changed state without issue. No obvious issue noted so the fse shut instrument then computer and brought both up again. Upon initialization, bulk feeder started working as normal. Fse performed 2 initializations and a 100 rv exerciser without any error. The issue is resolved. In conclusion, the likely cause of the event is a hardware malfunction.